Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with broken belt clip rails. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on after trying new battery cap. Customer stated that the insulin pump had replace battery now alarm and eventually it shut off. Customer stated that the display did not return. No harm requiring medical intervention was reported. The device will be returned for analysis.